Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 17116627. Product family: scs-ipg-r, upn: (B)(4), model: sc-1132, serial: (B)(4), batch: 16702231.

Event description:
It was reported that the patient had inadequate stimulation and had to put herself in various positions in order to get a relief despite multiple reprogramming attempts. X-ray showed that the leads had migrated. All components were explanted and were not returned.